Manufacturer narrative:
The investigation for the reported access site bleed, thrombocytopenia, and ventricular tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, thrombocytopenia, and ventricular tachycardia could not be determined.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. As noted in the impella IFU: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
It was reported that a 5.5 pump was placed to support a patient needing mechanical circulatory support. The patient experienced access site bleeding that was resolved by pausing heparin. The patient also experienced thrombocytopenia that was treated by removing heparin and adding one unit packed red blood cells. The patient also experienced ventricular tachycardia that was resolved with shock. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. Data logs were reviewed and placement signal not reliable observed on 04/30/24. The optical 5s parameters signal-to-noise ratio (snr) and contrast was found to be decreasing while the gain and lamp increased. The optical signal issue resolved after 31 hours. No other abnormalities were found. The root cause of the optical signal failure was most likely an air gap between the automated impella controller and the patient cable plug. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11431. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should not have had entries in the initial report. G1 reporting contact email updated.

Event description:
The complainant also reported that the ongoing pump support after 7 days lost optical signal. The pump remained on for support despite this without any intervention.